Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 442 mg/dl and 267 mg/dl. Customer¿s blood glucose level were consistently 300 mg/dl to 500 mg/dl as well as current blood glucose level was 424 mg/dl and 233 mg/dl at the time of call. Customer also reported that the infusion set had air bubble. Customer declined troubleshooting. Air bubbles were successfully removed. The insulin pump will not be returned for analysis.